Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced extrusion of the internal magnet following an MRI (tesla unknown), subsequently a decision was made to explant the device. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.